Event description:
It was reported that the cables of the fenestrated bipolar forceps instrument were sticking out. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of cable sticking out cannot be confirmed. Drive cables are not broken or frayed at the wrist. Grips can open/close fine when input discs are manually rotated. Additional observation not reported by site is a charred yaw pulley. One yaw pulley cover exhibits charring and localized melting with material removal. There are no char marks on the yaw pulleys in the area between the two grips. Charring/melting is evidence of an arcing event. Electrical continuity passed. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.